Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical product: reload - sr55, lot r41846. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the first photo shows a ntlc device with a black reload loaded. The reload had 23 drivers up and partially exposed knife and the knob detached. The second photo shows a ntlc55 device from top view with the knob detached and the height selector in blue position and a black reload loaded. Based on the photo alone the event described is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Damaged firing knob. It was reported that during the radical operation of thoracoabdominal combined with esophageal cancer surgery, on the 2nd firing, the firing knob was broken off, the cartridge was firing 1/3. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.